Event description:
Hcp reported the pt experienced a fever of 104 degrees and some dystonia and it was determined the pt had meningitis. The pt was treated with vancomycin and the pump was turned off. The physician replaced the catheter and the pump was restarted. The pt again developed a 104 degree fever and the pump was explanted. The hcp related they felt the pt could not tolerate intrathecal baclofen and the pt will be managed in a different way.